Event description:
It was reported to boston scientific that an autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, after introduction of the device into the scope, the tip of the tome came out of the scope with a malorientation of the tip. The doctor noted a kink at the level where the cutting wire starts. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. Patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was slightly bent near the distal pierce hole. During functional testing by inserting the device into the scope, it was found that the initial tip orientation did not meet the orientation specification due to the twisted working length. The orientation of the distal tip could be adjusted left or right and was within specification after untwisting the distal tip by rotating the device handle. In addition, the device met the bowing specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was kinked. The most probable root cause is likely due to the procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific that an autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, after introduction of the device into the scope, the tip of the tome came out of the scope with a malorientation of the tip. The doctor noted a kink at the level where the cutting wire starts. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.